Event description:
It was reported that obstruction occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the left anterior descending artery. A 3.00mm x38mm promus element long was advanced to the lesion but the lesion has obstructed and the device cannot cross through it. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product. (B)(4).

Event description:
It was further reported that a type b obstruction was occurred during procedure. The physician address the obstruction by dilating a non bsc balloon catheter to the lesion then deployed the 2.50x38mm promus element stent delivery system (sds).

Event description:
It was further reported that a type b obstruction was occurred during procedure. The physician address the obstruction by dilating a non bsc balloon catheter to the lesion then deployed the 2.50x38mm promus element stent delivery system (sds)

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that stent damage and hypotube kinks were noted. A visual and microscopic examination found that the stent was damaged at the proximal side. The 9 most distal strut rows were slightly pushed proximally causing the struts to slightly bunch up. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked at various locations. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).